Event description:
Healthcare professional reports with hemochron signature elite higher act results than expected during cardiac surgery. Customer retested patient on a second instrument and obtained results as expected. Procedure continued without incident. No adverse events reported. Liquid and electronic quality control tests were performed before and after incident and all tests passed successfully.

Manufacturer narrative:
(B)(4). (Cuvette lot# c1jac036). Method: instrument and cuvette device history record evaluated for ncmr. No complaint trends for instrument or cuvette lot. Results: device performed according to specifications. Not confirmed for customer complaint. Itc has requested all data required for form 3500a.